Event description:
It was reported that the pump motor makes loud knocking noise and low water flow. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, and enclosure. As well as wear and tear damaged line cord and pole clamp. Functional testing found noise coming from the pump after power on. The pump is responsible for the water flow and the noisy motor because the motor is part of the pump. Replaced pump, tank cover, front cover, enclosure, drain fitting and line cord; the device passed functional testing. The root cause of the reported issue was found to be a malfunctioning pump.

Manufacturer narrative:
Other, other text: additional information in e4.